Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited a capture threshold greater than 5.0 v and impedance greater than 2500 ohms. The lead was removed and replaced.